Event description:
It was stated that the customer was treated by the paramedics due to low blood glucose levels of 14 mg/dl. Initially the customer had high blood glucose levels. The customer treated a number of times for the high blood glucose, then she experienced the low blood glucose levels. It was also stated that the customer was under a lot of stress, which was causing her to have high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.